Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator was displaying high positive end expiratory pressure (peep). There was no patient harm reported. Manufacturer's ref. #: (B)(4).